Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient low flow alarms that the account attributed to hypotension from gastrointestinal (gi) bleeding. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient reportedly experienced orthostatic low flow events with dizziness. The low flow events were due to hypotension and blood loss due to gastrointestinal bleeding. The low flow events resolved with blood products and medication to treat hypotension; however, the patient continued to have low flow events when bending over or resting their arms and legs in a chair. A cause for these additional low flow events was not reported. The submitted log files revealed transient low flow alarms on (B)(6) 2023. It was noted that pulsatility index (pi) was elevated during the low flow events. The system appeared to be operating as intended at the stored patient speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding the gi bleeding treatment, onset date, and patient condition/plan of care were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having orthostatic low flows and dizziness. Log file captured on (B)(6) 2023, three low flow events. Additional information stated that low flows were due to hypotension and blood loss due to gastrointestinal (gi) bleed. The low flow events resolved once blood loss had been replenished, and the patient was placed on midodrine (proamatine). Additional information was submitted to review log files for continued low flow alarms. The alarms occurred when the patient was bent over on the toilet or bent down putting shoes on or off, or when resting arms or legs in a chair. No symptoms were noted by patient. Log files captured low flow events on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.